Manufacturer narrative:
Other, other text: returned device was received in fair physical condition. No evidence of reported problem in event log was found. During the evaluation of the device, the device was powered on and immediately started beeping. The cause was a faulty downstream sensor which was replaced to resolve the issue. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received the device was constantly beeping. No adverse effects reported.